Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU warns against re-insertion if the orsiro stent system was removed prior to expansion and that the stent system should be visually examined to verify functionality.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion (90 percent stenosis degree) in a moderately tortuous lcx. After the implantation of another stent the orsiro got caught at the first one. The orsiro was removed from the patients body and a deformation was noticed. However, the orsiro was re-inserted and after reaching the target lesion it was noticed that the stent dislodged from the balloon.